Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the cylinders were too short for the patient. All components were removed and replaced with longer ipp cylinders. There were no patient complications.